Event description:
Subsequent to the initial report filing, additional information was received stating that the lesions were reported to have 90% stenosis pre-procedure. There was no report of resistance being met during advancement or removal. The balloon was noted to be ruptured before the first pressurization was attempted, as leakage was observed.

Event description:
It was reported that the target lesions were located in the proximal left anterior descending artery (lad) and the 1st marginal branch. Balloon angioplasty was performed in the proximal lad with a 3.25 x 15 mm non-abbott balloon catheter, then a 3.5 x 14 mm non-abbott stent was implanted. Kissing balloon technique (kbt) was performed in the proximal lad and the 1st marginal. However, the 3.5 x 12 mm trek balloon ruptured. It was replaced with a 3.25 x 15 mm trek balloon catheter and kbt was performed using the 3.25 x 15 mm trek balloon and a 3.25 x 15 mm non-abbott balloon. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: route, rinatao, guide cath: 6f mach1 fl4st, stent: nobori 3.5-14. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.